Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 180 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had hardware low level failures alarm after self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. The audio tone or vibrate feature on the device functioned properly during testing. Hardware low level failures error was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor.